Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2810 showed 4 similar product complaint(s) from this lot number.

Event description:
It was reported that after rectal cancer operation, the patient was required to be admitted to the hospital for the first chemotherapy on october 27th, and the PICC tube was placed in accordance with the doctor¿s instructions for chemotherapy. From the time the tube was inserted, there were no adverse reactions. On (B)(6) 2021, he was admitted to the hospital at 08:40 for the seventh time. During the second chemotherapy, the nurse checked the PICC and the external connecting tube when she was admitted, and initially judged that the PICC catheter fell off and remained in the body, and immediately reported to the doctor, and at the same time contacted the catheterization laboratory for related examinations and treatment. The intravascular foreign body was removed under local anesthesia in the catheterization laboratory at 10:00 on april 23rd. After the operation, the patient's vital signs were stable without any discomfort.